Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the transmitter out of range alerts appear in place of continuous glucose meter (cgm) reading (cgm dex006). The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose trending and thus fail to react to any potential bg excursions.